Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported event of inadequate capture was not confirmed. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had high capture threshold. During repositioning, the helix was unable to extend. The lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.